Manufacturer narrative:
Initial reporter phone: (B)(6). The (B)(6) lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an unspecified cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small where hemostatic valve leakage occurred. It was reported that the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath - small had an unspecified defect. During aspiration, air came into the valve. There was no patient consequence. No procedure could be finished normally. The valve did not break and did not detach from the sheath. The sheath was being used on the patient at the time of the event but no air was introduced into the body. There was no blood return. No intervention was required. Hemostatic valve leakage, and possible dislodgement, is an MDR-reportable issue.

Manufacturer narrative:
On (B)(6) 2020, the product investigation was completed. It was reported that a patient underwent an unspecified cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small where hemostatic valve leakage occurred. It was reported that the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath - small had an unspecified defect. During aspiration, air came into the valve. There was no patient consequence. No procedure could be finished normally. Device evaluation details: according to the video provided by the customer, irrigation is being performed. It is not clear in the video if the hemostatic valve was separated. The physical device was inspected as well. Vizigo valve was inspected and it was found in good conditions. No damage or evidence of inadequate use was observed. The device appeared in normal condition. Then, distal sheath end was closed off with an adapter, proximal end was connected to pressure gage and a syringe was connected to the gage. After that, a negative pressure was applied there were no air leak or bubbles. The test was repeated with positive pressure and no air leak or bubbles were detected. A device history record evaluation was performed for the finished device 00001356 number, and no internal actions related to the reported complaint condition were identified. The customer complaint regarding air getting sucked out from the side port cannot be confirmed. The device passed testing. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, the product investigation was completed for the complaint device. It was reported that a patient underwent an unspecified cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small where hemostatic valve leakage occurred. It was reported that the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath - small had an unspecified defect. During aspiration, air came into the valve. There was no patient consequence. No procedure could be finished normally. Device evaluation details: the physical complaint device appeared in normal condition. Then, distal sheath end was closed off with an adapter, proximal end was connected to pressure gage and a syringe was connected to the gage. After that, a negative pressure was applied there were no air leak or bubbles. Then, the test was repeated with positive pressure and no air leak or bubbles were detected. A device history record evaluation was performed for the finished device 00001356 number, and no internal actions related to the reported complaint condition were identified. The customer regarding air sucked out from the side port cannot be confirmed. The device passed the test, therefore no CAPA activity is required now. Similar complaints are monitored on a monthly basis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 11/24/2020, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).